Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. The customer ordered a part to resolve the issue. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the expiratory hold button was automatically active. There was no patient or user harm reported. The event date was not specified; estimate used.